Event description:
Tubal ligation with hulka clips. Had severe health issues starting the day of surgery (B)(6) 2014. Had many tests and other things done. Nothing helped. I finally found out I had ptls. I had an ablation hoping it would help, that only made things worse. I then found out I did not only had ptls but I had pas as well. I finally had to have a hysterectomy. The hysterectomy is the only thing that healed me. Tubal ligation ruined my life for 2 years.